Event description:
It was reported that the patient underwent successful stent assisted angioplasty of the tortuous and 80% stenosed vertebral artery (va). No clinical consequences were reported on the day of the procedure. However, it was reported that 24 hours post the index procedure, the patient died. The physician believed that due to the length of the procedure an intraoperative vessel thrombosis may be the cause of the patient's death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, emboli (air, foreign material, tissue, or thrombotic emboli) and patient outcome of death are known anticipated complications associated with endovascular procedures and are listed as such in the direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Refer to manufacturing records 2939204-2012-00223 for the wingspan stent system, 2939204-2012-00225 for the transend guidewire and 2939204-2012-00226 for the excelsior microcatheter used during procedure.

Event description:
It was reported that the patient underwent successful stent assisted angioplasty of the tortuous and 80% stenosed vertebral artery (va). No clinical consequences were reported on the day of the procedure. However, it was reported that 24 hours post the index procedure, the patient died. The physician believed that due to the length of the procedure an intraoperative vessel thrombosis may be the cause of the patient's death.